Manufacturer narrative:
(B)(4). Batch # t9462l. Investigation summary the analysis results found that the harh23 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered to it. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage. It appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, before using the device on the patient, the package was found damaged. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.